Manufacturer narrative:
E1 - this complaint was received through: (B)(6). Investigation summary: one photograph was provided by the customer, unable to determine cause of failure from the photograph provided. Received one (1) used list# mc330530 smallbore quadfuse ext set w/4 microclave® clear, 0.2 micron filter, 4 clamps, and luer lock. As received, the inlet and outlet of the in-line filter appeared to have been previously wetted out with a yellow infusate. The set was leak tested per specification, and leaking was observed to be coming from the in-line filter vent proximal to the clave. The complaint of leaking on the quadfuse filter can be confirmed. The probable cause is due to a loss of hydrophobic properties due to an infusate interaction during use. A device history lot# review could not be conducted because no lot number(s) was/were identified.

Event description:
The complaint/event involved a 11" (28 cm) smallbore quadfuse ext set w/4 microclave® clear, 0.2 micron filter, 4 clamps, luer lock that experienced leakage during use. The report stated that the filter on the quadfuse was leaking total parenteral nutrition (tpn) basics during use on a patient. The pigtails were changed out when this was observed. The problem was reportedly recurring. There was no other devices involved. There was no adverse event or harm reported.